Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Product ID: 97740, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken off and won¿t charge the recharger. The patient reported a loss of therapy. The patient reported they have not felt "electricity" in the implant and hadn't felt stimulation a day prior to the report. It was reported that the stimulator won¿t charge. The patient reported that they were seeing the reposition antenna screen and the poor communication screen on the programmer. Pss attempted to walk the patient through the antenna locate feature, but the patient kept seeing the reposition antenna screen. The patient reported that they have felt the "electricity going through the magnet when charging" since implant. The patient reported that they have not seen the coupling boxes for active charging since (B)(6) 2018.